Manufacturer narrative:
Upon further review it was found that this is report is a duplicate of MFR report number 2518422-2023-07548.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no display. It was reported that there was no patient involvement at the time the issue was discovered. The customer has ordered the user interface (ui) assembly and called to inquire about when it will become available. The remote service engineer (rse) confirmed the parts identification (ID) and that the ui assembly is on backorder. The rse informed the customer that there is not a date set for the ui assembly to come off of back order. The investigation is ongoing.